Event description:
Fracture of ventricular lead that required replacement had been in place 7-1-96. Facility office was notified of event by co 2/14/97 but it did not state lead had fx'd and had only been in since july.